Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that after implanting this right ventricular (rv) lead it was noted that the helix was retracted, and the pace impedance measurements were high while the pacing thresholds were within an acceptable range. To date the physician elected to monitor the patient and if the electrical parameters get worse a possible revision will take place. No adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that after implanting this right ventricular (rv) lead it was noted that the helix was retracted, and the pace impedance measurements were high while the pacing thresholds were within an acceptable range. To date the physician elected to monitor the patient and if the electrical parameters get worse a possible revision will take place. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.